Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, the user reported noticing that their ilet showed ¿dosing stops in 7 hours connect cgm.¿ they were connecting a new dexcom g7 continuous glucose monitor (cgm) but did not know how long their cgm had been disconnected. A manual blood glucose (bg) check read 347 mg/dl. Bg was affected and out of range for more than 90 minutes. Correction was performed by manually entering bg and connecting a cgm. The ilet did not alert, and the user reported feeling thirsty. No outside assistance or medical intervention was required. The highest blood glucose (bg) recorded was 347 mg/dl. No prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.